Event description:
It was reported that the patient was not able to adjust stimulation. It was reported that an oor condition occurred. Patient was trying to decrease amplitude when message occurred. Oor happened more than once. Patient was having a revision (B)(6) 2011 due to high impedances and loss of stimulation therapy. It was reported that the cause of the event was the lead. All the impedance was out of range. The event was due to a break in the lead. A revision has occurred for the lead. Signs and symptoms associated with the reported event include loss of stimulation. The patient required hospitalization and there was no injury. If additional information is received it will be included in a follow-up.

Manufacturer narrative:
(B)(4).